Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿rupture/deflation". Clarification to d6a - implant date: 1998 (year only received).

Event description:
Healthcare professional reported ¿rupture/deflation". This record is for the right side. Device has been explanted and replaced.